Manufacturer narrative:
Event date approximate. Concomitant medical products: product ID: 3389s-40, lot# va1x2k8, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the patient started feeling bad yesterday and came to the emergency room (ER) today. There was an infection around the left lead and they were going to have it removed. It was unknown when the infection began. The surgeon determined it would be better to cut the lead at the distal portion near the burr hole site due to left brain abscess rather than to open up the connector block site. The rep reconfigured on the left side to remove the lead and the remaining lead was an abandoned component. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated with this event.